Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The stated she had the device in her bra. Blood glucose value was 119 mg/dl. Customer stated the alarm was cleared and she will monitor the insulin pump until receiving the replacement. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.